Event description:
Customer reported overload faults. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage tank. System operates as intended.